Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. The fse replaced the coiled cable from the display to back plane board and noted that the iabp seemed to be performing properly. The fse decided to let the iabp unit run in the perfusion office on a trainer and balloon over the weekend and would check back with the user at the end of 2 days of running to confirm that the unit does not have the issue any longer. The fse then called the perfusionist on monday and was told that the reported issue had reoccurred. The fse then returned to the customer's site and inspected the iabp unit. The iabp log files were reviewed, and the fse observed an error code #118, which points to the video generator board or the coiled cable. Since the fse had already replaced the coiled cable, he ordered the video generator board. The fse returned at a later date and replaced the video generator board and observed that the reported issue seemed to have corrected. The fse noted that the new coiled cable was later removed and replaced with the original coiled cable since it had not corrected the reported issue. During testing, and unrelated to the reported issue, the fse had noticed that when reassembling the iabp unit from replacing the coiled cable, he had pinched the fiber optics jumper cable and the signal was not getting through. The fse ordered a replacement fiber optics jumper cable and returned at a later date to replace the part. Subsequently, the fse performed all functional and safety checks to meet factory specifications. The iabp unit passed all functional and safety test per factory specifications and was then released to the customer and cleared for clinical service. The full name of the initial reporter that is abbreviated is: (B)(6). The full event site name is (B)(6) hospital southwest.

Event description:
It was reported that during use on a patient, the display for the cardiosave intra-aortic balloon pump (iabp) froze and therapy stopped. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10 a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the coiled cable from the display to back plane board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.